Manufacturer narrative:
(B)(4) : device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 for unknown reasons; during the same procedure the patient was reimplanted with a new device. Additional information has been requested, however has not been made available as of the date of this report, (B)(6) 2014.